Event description:
Customer went dancing and believes the "movement or the sweat" caused the cannula to come loose. The next morning, customer woke up with "very high bg levels at 800 mg/dl." Customer was admitted to the hospital and had ketones of 40. Pt was "placed on an insulin drip and the pod was discarded."

Manufacturer narrative:
The pod was discarded and therefore no eval is possible. We are unable to assess the pod to determine if any malfunction or defect occurred that would have contributed to the pt's condition. A dislodged cannula would likely inhibit insulin delivery and may lead to hyperglycemia. The lab, however, cannot confirm that the cannula had dislodged from the customer's skin and therefore no conclusion can be drawn. Product lot qualification records could not be reviewed since no lot number was provided. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hour after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Additionally, the user guide advises that customers can avoid hyperglycemia by checking blood glucose levels at least 4 to 6 times a day. After a total of 4 hours of monitoring and administering correction boluses, if bgs still remain high the user guide instructs to change the pod using a new vial of insulin and to contact an hcp for guidance.